Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare was placed around the polyp and closed but there were no attempts to cut or cauterize the polyp. The snare was reopened to reposition but the device fell apart. It was reported that the snare loop broke. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.